Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One healing abutment was returned for investigation. Visual inspection of the as returned product identified signs of usage around some of the threads resulting in the pealing of the coating. Functional testing was performed for the returned product with an in-house stock part and was determined that the healing collar assembled and did seat as intended. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided / unknown, patient's weight not provided / unknown, reporter's last name and email not provided / unknown.

Event description:
It was reported that the healing abutment could not seat onto the implant. Another healing abutment was used to complete the procedure.